Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformance's. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was cracked and leaking around the filter. They stated that the patient had gone to the hospital because they "received air from the cracked filter site". Mmdg followed up with the initial reporter, but no additional information was provided about the complaint or the patient. [Complaint: (B)(4)].